Event description:
Reporter alleged discovering a blood glucose device in a public restaurant and when opening its case to explore the contents, the customer cut her thumb on the launcet device. It was stated customer "sucked" the areq tith her mouth before rinsing her mouth out with water. Reporter stated then cleaning the area with hydrogen peroxide and putting a topical antibacterial ointment on it was well. Reporter indicated customer went to the hospitaland had 3 hepatitis shots, a tentanus shot and a lab was drawn to sent out for an hiv test. It was reported the results from the hiv test was not yet known and despite several unsuccessful attempts to obtain more information from the customer, no more information can be provided. The manufacturer was unable to identify the owner of the alleged case at the time. A request was made for the return of the suspect product and replacement product was sent.